Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call of having low blood glucose of 37 mg/dl and insulin pump did not suspend at 60 mg/dl. Customer treated low blood glucose with food. Customer had symptoms of low blood glucose; customer woke up drenched in sweat and was shaky and tired. Customer reported that drive support cap appeared normal. It was found that customer's priming technique was good and all settings were correct. Customer was able to continue troubleshooting due to being at work. Customer would call back.